Event description:
The patient reported that the up arrow keypad button was sticking and that there was a delayed response. The patient also reported that he wears the pump attached to a belt and that he does not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 10/19/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and backlight keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. In addition, the owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.